Event description:
Alaris pump notified by nurse to take a look at pump. Was told that it was seen that medication IV antibiotic appeared to infuse faster than normal over 20 minutes rather than normal 30 minutes. With that in mind they changed IV chamber and noted while attempting to infuse and seizure medication that the drip appeared faster than expected. When I entered the room I informed the nurse to discontinue use of pump and I provided another pump for use. Pump with alert of "communication error" noted. Call placed to clinical engineering, who took possession of pump.